Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to lead failure of percutaneously placed lv lead. No further information was available. Replaced with epicardial lead. No adverse patient events were reported. Should additional information become available, this file will be updated.